Event description:
The pt experienced a non q-wave myocardial infarction (mi) after the procedure. The physician considered it to be a procedural mi even though the enzyme peaks were post procedure. The pt was admitted into the hospital in 2005, where angiography revealed disease in the calcified, tapered mid right coronary artery. The lesion was predilated with two balloons at 20 atm each and the pt had three bx sonic stents placed (two 3.5 x 33mm and one 3.5 x 13mm). The pt's medications at baseline were asa, clopidogrel, ace inhibirors and calcium antagonist.

Manufacturer narrative:
This is the first of two medwatches associated with MFR report # 9616099-2007-00264 and 9616099-2007-00265. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in united states. Additional info will be submitted upon 30 days of receipt.